Manufacturer narrative:
Procedural images received included fluoroscopic images of balloon sizing, post surgical device removal transthoracic echocardiogram (tte), intra-procedural transesophageal echocardiogram (tee), and tte after the device embolized. Review of the images by sjms medical consultant indicated that the balloon diameter defect sizing was 20.7 - 21mm and the tee measured the defect at 22mm. The time from balloon sizing to device deployment was 55 minutes suggestive of a complex asd with multiple attempts to place the device. The deployed device appeared stable; it sandwiched the svc rim, ivc rim, aortic rim, and the anterior part of the av valve but the posterior side of the rim did not appear to have been sandwiched. A trace shunt toward the aortic rim was seen. The cause of the embolization did not appear to be device related but rather related to patient anatomy and device selection.

Manufacturer narrative:
Imaging review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Analysis results: aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Conclusion: the results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, a 22mm amplatzer septal occluder (aso) was successfully implanted in the patient. A few hours later and prior to discharge, the aso was found to have embolized so the patient was referred for surgery to have the aso removed and the atrial septal defect surgically repaired. Medical records and imaging were requested; when further information becomes available, an updated report will be submitted.